Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Customer was instructed to leave pump plugged into a power source; tandem technical support made multiple follow up attempts with the customer to obtain additional information, however, no response received. Customer¿s blood glucose value was 135 mg/dl.